Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. In follow up with the customer, the customer stated that the transformer was breached, exposing internal wires which is a safety risk. The customer did not witness any smoke, fire or sparking and no injuries were reported. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add¿l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her transformer is coming apart.